Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient was undergoing treatment of a left common iliac artery aneurysm with gore® excluder® iliac branch endoprosthesis. The right internal iliac artery was coil embolized, intentionally. When the iliac branch component was advanced and deployed, it landed too low. This was thought to be due to the patient's anatomy and difficulty visualizing the internal iliac artery ostium initially by angiogram. The gate was within the external iliac artery and it was not possible to pull the device back in order to open it and cannulate the internal iliac artery. So the left external iliac artery was extended and the case was completed without incident.